Event description:
It has been reported to us that during the procedure the occlusion balloon deflated unexpectedly. The physician inserted the occlusion balloon wire into the patient. The physician had used the occlusion balloon successfully three times, inflating and deflating the occlusion balloon. The physician inflated the occlusion balloon for the fourth time to 3.5mm to occlude the vessel. The physician then noticed that the occlusion balloon had deflated unexpectedly. The physician attempted several times to re-inflate the occlusion balloon and the occlusion balloon would deflate. The physician removed the device and replace it with another to complete the case. The pt is reported to be fine.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.